Manufacturer narrative:
Related components: pump: 72400098, lot:128837012. Pressure regulating balloon: 72400024, lot:139363009.

Event description:
It was reported that the patient experienced a removal of an artificial urinary sphincter(aus) device due to a malfunction. The cuff was porous as a result of erosion which was observed during the fibroscopy procedure. Testing for hematuria and cbeu were performed prior to the explant of the device and the results were positive prior. The patient was informed that there would be expected recurrence of leaks after the device was explanted. An intraoperative cystoscopy was performed to eliminate vesical causing hematuria. A reimplant has not yet occurred.